Event description:
The customer reported the probe on their act diff2 started to leak about 2 mls of diluted blood while running samples. There was no change to patient treatment attributed to or connected with this event. In addition, no one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found solenoid valve lv8 malfunctioned causing diluent to drip from the probe wipe assembly. The fse replaced the valve lv8, and verified there was no further leakage. (B)(4).